Manufacturer narrative:
Additional information was received and added in this report. Review of event description. Patient underwent revision surgery due to metallosis; during surgery pseudo tumor was found. X-rays: several x-rays were received. One x-ray dated 31.08.2009 shows the implanted durom cup in a rather flat inclination angle at around 41°. According to the surgical technique, the suggested inclincation angle should be between 40 and 45°. Other information & sources: the received legal report describes the history of the patient. Patient was implanted with the above product on (B)(6) 2007. In (B)(6) 2016, patient suffered from pain in the left periprosthetic hip. This symptom complex, was diagnosed in (B)(6) hospital under clinical and radiological control of (B)(6) 2016 as left acetabular fracture with consequent cranial sub-luxation of the hip prosthetic implant. On (B)(6) 2017, at follow-up visit, the following statement was issued: patient underwent revision surgery left hip for fracture on osleolysis due to local toxicity in metal-to-metal prosthesis with tantalum tmt cup and additional wedge. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in (B)(6) 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Event description:
No event update.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 52/46 code l on the left side on (B)(6) 2007. The patient was revised on (B)(6) 2016 due to metallosis and pseudo tumor.